Manufacturer narrative:
MDR 2517506-2019-00509 was filed on 30-dec-2019. Additional information (07-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated human chorionic gonadotropin (hcg) result on the dimension exl 200 instrument. Hsc evaluated the information provided and the instrument data files. A siemens customer service engineer (cse) was dispatched to the site. The cse stated the r1, r2 and sample probes had acceptable cycle counts and that all instrument maintenance was acceptable. The cse processed a 5 test precision using two negative patient samples and obtained acceptable cv (coefficient of variation) values. There are no other complaints from this customer for any additional elevated hcg results. No system or product non-conformance was identified by this investigation. The customer is running samples without issue currently. The initial hcg result was reported out while the calibration was expired and should not have been reported without a valid, in-date, acceptable calibration. The cause of the discordant hcg result is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated human chorionic gonadotropin (hcg) patient result was obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient's serum sample on a dimension exl 200 instrument. The result was reported to the physician(s) who questioned the result. The same sample was reprocessed on a later date on the same instrument and a lower result was obtained. A new sample was drawn from the same patient and a lower correct result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.